Event description:
N/a.

Manufacturer narrative:
Additional information received indicated that a 79 year old female patient was positioned prone for the procedure. She had a laceration at the skull pin site which was cleaned, sutured, applied antibiotic ointment and covered with topper or tegaderm. The device was used the entire length of the surgery for two (2) hours and 40 minutes. The laceration was noticed post operation. At least 60 pounds of pressure was applied. It was also reported that adult disposable skull pins were used during the procedure which were disposed after the surgery. The surgery was completed with no delay. Patient was fine after the procedure.

Manufacturer narrative:
Mayfield radiolucent skull clamp (a2002) was not returned for evaluation (discarded); therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient underwent a posterior cervical laminectomy c2-c7using a mayfield radiolucent skull clamp (a200). The pins used fitted smoothly on all three (3) openings, and at the end of the case when removing the skull clamp, they saw that it shifted on the two (2) pin side which resulted in a 1.5 inch laceration/gash to the patient. Two to three sutures had to be used to close the laceration. It is unknown if the device failure led to delay in surgery. Additional information has been requested.